Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Data analysis was performed, and it was found that this patient was in atrial tachy (at)/atrial fibrillation (af) and the increase in power consumption was due to high-rate atrial sensing and is considered normal battery depletion. In addition, oversensing noise/artefact was observed in some of the stored events suspected to be electromagnetic interference (emi) with some pacing inhibition observed. The patient experienced asystole ranging from 0.8 seconds to 2.6 seconds. Boston scientific technical services consultant recommended further troubleshooting to find the source of noise. The patient was seen in-clinic and was asymptomatic. There is no plan of intervention and no adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Data analysis was performed, and it was found that this patient was in atrial tachy (at)/atrial fibrillation (af) and the increase in power consumption was due to high-rate atrial sensing and is considered normal battery depletion. In addition, oversensing noise/artefact was observed in some of the stored events suspected to be electromagnetic interference (emi) with some pacing inhibition observed. The patient experienced asystole ranging from 0.8 seconds to 2.6 seconds. Boston scientific technical services consultant recommended further troubleshooting to find the source of noise. The patient was seen in-clinic and was asymptomatic. There is no plan of intervention and no adverse patient effects were reported. This product remains in-service. Additional information was provided, it was reported that an engineering disk was provided for review and boston scientific technical services confirm this device had already experienced fault codes. Recommendations to replace this device was suggested. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Data analysis was performed, and it was found that this patient was in atrial tachy (at)/atrial fibrillation (af) and the increase in power consumption was due to high-rate atrial sensing and is considered normal battery depletion. In addition, oversensing noise/artefact was observed in some of the stored events suspected to be electromagnetic interference (emi) with some pacing inhibition observed. The patient experienced asystole ranging from 0.8 seconds to 2.6 seconds. Boston scientific technical services consultant recommended further troubleshooting to find the source of noise. The patient was seen in-clinic and was asymptomatic. There is no plan of intervention and no adverse patient effects were reported. This product remains in-service. Additional information was provided, it was reported that an engineering disk was provided for review and boston scientific technical services confirm this device had already experienced fault codes. Recommendations to replace this device was suggested. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that the patient with this pacemaker presented to the emergency department with syncope and pauses on his ECG. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The hospital unintentionally disposed of this device and therefore it will unfortunately not be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Data analysis was performed, and it was found that this patient was in atrial tachy (at)/atrial fibrillation (af) and the increase in power consumption was due to high-rate atrial sensing and is considered normal battery depletion. In addition, oversensing noise/artefact was observed in some of the stored events suspected to be electromagnetic interference (emi) with some pacing inhibition observed. The patient experienced asystole ranging from 0.8 seconds to 2.6 seconds. Boston scientific technical services consultant recommended further troubleshooting to find the source of noise. The patient was seen in-clinic and was asymptomatic. There is no plan of intervention and no adverse patient effects were reported. This product remains in-service. Additional information was provided, it was reported that an engineering disk was provided for review and boston scientific technical services confirm this device had already experienced fault codes. Recommendations to replace this device was suggested. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that the patient with this pacemaker presented to the emergency department with syncope and pauses on his ECG. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.